Event description:
As reported by the user on (B)(6) 2012, a pt presented for an endovenous laser treatment of the great saphenous vein. At the conclusion of the ablation the physician removed the laser fiber from the pt's leg he noticed that the gold tip of the fiber was missing and presumed to be in the pt's vein. It was reported that there was no harm or hospitalization due to this event. On (B)(6) 2012, the pt returned to physician for a follow-up. The pt was reported to be doing well with no signs of infections.

Manufacturer narrative:
It was reported by the user that the device involved in the incident has been disposed of and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the mfg records for the reported lot number indicated all device specifications and quality requirements were satisfied. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. (B)(4).